Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio: 4.7; lab: 5.79. Tests performed within three hrs. Therapeutic range: 2-3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio: 4.7 inr; ref: 5.79 inr; mean: 5.25. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 297451 on (B)(4) 2013. Results as follows: donor 202; inratio: 2.3, 2.3, 2.3; ref: 2.26; bias threshold: 1.26 - 3.26; %cv: 11.44. Donor 212; inratio: 2.1, 2.1, 2.0; ref: 1.82; bias threshold: 1.32 - 3.32; %cv: 6.45. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. (B)(4). No further action is required at this time. No corrective action required at this time as no product deficiency was established.